Event description:
I have a special needs child who sleeps in a vail inclosed canopy bed. She, the other day became stuck in the bed as I heard screams/crying from her room. I got on line and saw the recall of these beds in 2005. I rec'd nothing from the company as to this recall, and I'm very upset about this and the fact that my child could of possibly died because of this, which she didn't though. I tried the # listed on the recall site, but I rec'd an error saying something like no longer in service. What are my options? This bed was very expensive and I don't feel I should have to discard it and get nothing from the recall? Is there anyway to get some money to at least buy her a new bedding system? Right now she has been sleeping with me or on floor as I'm too scared to put her back in the bed.